Event description:
It was reported that a pump issued an altitude alarm, and the customer's insulin delivery was suspended as a result. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer support instructed the customer to try resuming insulin after cleaning the pump and replacing the cartridge, but the attempts were unsuccessful. Consequently, technical support arranged for a replacement pump and cartridge to be sent to the customer, who will use an alternate insulin therapy during the interim. The customer was also instructed to return the faulty pump using a pre-paid return label.